Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the universal joints on the drive shaft of the device was loose due to material degradation, rendering the device inoperable. The device was manufactured in 2011 and exhibits signs of extensive wear/usage. This failure is likely due to fatigue cracking caused by repeated stress to the joint over an extended period. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure, when the device was on use the surgeon noticed it to go slow and heard a snap. A breakage of the device is reported. No delay or injury reported. A back up device was available.